Manufacturer narrative:
This device is not distributed in us so that 510k# is blank. We checked the returned unit and confirmed that the image guide fiber bundle (cfb) blackout. Based on the result, we concluded that it was caused due to the excessive force applied on the image guide fiber bundle (cfb). In addition, we confirmed that the insertion flexible tube (ift) fluid damage, the control body fluid damage, the forward body cover fluid damage, the side body cover fluid damage, the biopsy inlet barrel fluid damage, the biopsy inlet piece fluid damage, the biopsy inlet t-piece fluid damage, the remote control wire fluid damage, the ground lug plate fluid damage, the ground wire fluid damage, the light guide cable fluid damage, the lg cable connector fluid damage, the shield cover fluid damage, the glass rod fluid damage, the lg cable connector housing fluid damage, the u/d lock lever fluid damage, the suction arm fluid damage, the operation channel leak, and the operation channel resistance; however, they are not the main cause, and/or irrelevant to the alleged complaint. Based on the technical report "hr-rpt-0586 (image failure)" and/or the risk analysis results, it was evaluated to submit MDR.

Event description:
The time of event is unknown. There was no report of patient harm. Fiber image failure (broken).